Event description:
On (B)(6) 2010 patient reported, the infusion device is displaying an a2 (battery low) alert. Patient stated in the past 4-6 months the infusion device has only displayed an e2 (battery depleted) alert and has not displayed the a2 alert before the e2 alert. Patient reported, the infusion device did display an a2 alert prior to the call, but in the past 4-6 months has only displayed the e2 alert, and there was no a2 alert before the e2 alert. Patient stated, she was able to clear the a2 alert. Had patient check alert history in the infusion device. Patient reported, the alert history in the infusion device shows: a2 6:45 am (B)(6) 2010; e2 5:00 pm (B)(6) 2010; e2 4:00 pm (B)(6) 2010; e2 3:36 pm (B)(6) 2010; e2 3:30 pm (B)(6) 2010. Patient stated, she usually changed the battery every 4 weeks but this last battery that is in the infusion device has lasted only 2 weeks. Patient reported, she can not recall the last time she changed her battery cover. Recommended patient change the battery cover with every 4th battery change. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.